Event description:
While caregiver supervising child brushing, child intermittently chewed on brush for a few seconds. After about 1 month the top peeled off. Caregiver had to catch the tip out of child's mouth on first toothbrush. Second toothbrush, caregiver took it away when saw tip loosening. We had purchased these toddler toothbrushes before and never had incident. This time we had the vendor place our project name as an imprint on handle. We wondered if that process might have cause the tip to degrade. Unknown. Reported this back to our vendor who reported it back to their supplier. We hoped they would want to get random samples of our lot to test. Suppliers response ((B)(6) 2017) was "we have never seen this happen before. Toothbrushes for this age are not meant to be used unsupervised and no toothbrush should be gnawed on. There is nothing in the printing process that would cause this to happen". I have pictures of both toothbrushes. I have the 2nd toothbrush.